Manufacturer narrative:
The customer complaint of pca demand discrepancy was confirmed during a review of the pcu event logs. The investigation. Review of the pcu event logs confirmed that on the final day of use six pca doses for the narcotic morphine were requested and successfully delivered. During this time there were also a total of one hundred and thirteen pca doses that were requested, however none of these doses were delivered due to a 10 minute lockout setting being programmed. There was also one requested pca dose that was not delivered due to the device being in the pause state. The total volume infused for the six (6) pca requests and the continuous infusion was calculated to be approximately 12.04ml. This should leave a volume of approximately 43ml remaining in the morphine syringe, however it is not known why the pca device alarmed for syringe empty when fluid should have been left in the syringe. Pca module accuracy testing was performed using alaris system maintenance v10.33 and calibrated test fixtures. Testing indicated that the pca module performed as designed passing all accuracy measurements. No device malfunction is believed to have occurred for the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported patient demand requests during an unspecified pca infusion were greater than what the patient had recalled. There was no report of patient harm.